Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2024-01477. It was reported that during an scs lead revision on (B)(6) 2024 the patient's second lead was believed to have been intraoperatively damaged. The physician opted to replace the patient's scs second lead as well. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated.